Event description:
Sterile processing department (spd) staff discovered lodged inside of scope 117 our therapeutic upper scope. Upon further review noted that item lodged inside of scope was part of olympus stent that had been used for earlier case. Item appears to be part of the stent tubing.